Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off).

Event description:
It was reported that the customer received an auto-off alarm. The customer was not wearing the pump at the time of the alarm and had not interacted with it for some time. The customer's blood glucose level was not impacted. Tandem technical support discussed the auto-off feature with the customer. The customer chose to turn off the auto-off feature.